Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a reservoir that herniated and the device stopped working. The ipp was removed and a tactra was implanted. There were no patient complications reported.